Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2015 with the following findings: on examination, the keypad was intact without damage. The keypad cover was removed and did not reveal any evidence of damage, defect or contamination of the button contacts. Unable to investigate for tactile changes of the keypad buttons due to an additional unrelated failure. On investigation, the pump powered on to a blank display screen, preventing testing of the keypad buttons. Additionally, moisture was observed inside the pump. A leak test revealed moisture leakage due to a crack along the side of the battery compartment and a crack at the bottom right corner between the display lens and the pump seal. The pump was opened for investigation and revealed moisture throughout the interior compartment of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.